Manufacturer narrative:
This is considered an out of box failure of the cs300 iabp datasettes. A production device history record (DHR) review is not required as this complaint is for an out-of-box part failure. Upon inspection of the datasettes they were both the correct revision, but the jumper was missing from one of the datasettes. The the jumper was replaced and both datasettes passed testing.

Event description:
It was reported that after replacing two datasettes during a field service action, the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code #40 alarm. There was no patient involvement, and there was no adverse event reported.

Event description:
It was reported that after replacing two datasettes during a field service action, the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code #40 alarm. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The removed datasettes were returned to the getinge national repair center (nrc) for further evaluation of the out of box failure. A senior repair technician of nrc inspected the dss datasette (rev c.00) and no visual damage was observed. The dss datasette (rev c.01) was inspected and no visual damage was observed. The technician installed the dss datasette (rev c.00) into a main board paired with a datasette (rev c.00) into the cs300 test fixture and the part tested to factory specifications per cs300 service manual. The datasette passed testing and the reported failure "electrical test fails code #40" could not be verified. The technician installed the dss datasette (rev c.01) into a main board paired with a datasette (rev c.01) into the cs300 test fixture and tested to factory specifications per cs300 service manual. Testing passed testing and the technician could not verify the reported failure "electrical test fails code #40". The technician explained that the electrical test fails code #40 will occur when the iab datasette is not compatible with dss datasette or vice versa. The technician concluded that for the failure to occur, the datasette being installed would have had to have a mismatched software revision number. The recommendation was made for retraining of the applicable service bulletin. The datasette (rev c.01) was returned to production to be packaged and returned to stock. The datasette (rev c.00) was sent to the supplier to be reprogrammed to the updated software version.